Event description:
Pt on palliative care and being infused with fentyl IV drip. Drip ordered for 13 cc/hr. Pt found unresponsive at 12p when alarm on pump went off. IV bag noted to be empty. Pump had been programmed for 70 cc/hr. Pt given narcan. Pt responded with signs of arousal. Awake and alert at 1p.